Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (complete sample ID; exceeding the character amount for this field). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported inconsistent results for one patient for hemoglobin (hgb), when running on the cell dyn sapphire. The following data was provided: sid (B)(6): hgb initial result = 6.1; repeat result (reported) = 13.3; previous result from 6/4 = 13.2 (reference range: 11.2 - 15.2 g/dl). The discrepant results were not reported out to the medical provider. Field service engineer (fse) arrived onsite to troubleshoot the issue discovered a lot of noise at plt 90 degrees flag and rubber fragments were found in the sample. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the cell-dyn sapphire, serial number (B)(6), and the sample. Rubber fragments were found in the sample and the fsr determined the cdsphr vnt hdassy (08h53-04) the likely cause. The part was replaced, and the issue was resolved. Return testing was not completed as returns were not available. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of trending data for the cell-dyn sapphire did not identify any similar issues for discrepant/erratic patient results as described in this complaint. Additionally, review of trending data associated with the cdsphr vnt hdassy (08h53-04) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency of the cell-dyn sapphire analyzer for serial (B)(6) was identified.

Event description:
The customer reported inconsistent results for one patient for hemoglobin (hgb), when running on the cell dyn sapphire. The following data was provided: (B)(6): hgb initial result = 6.1; repeat result (reported) = 13.3; previous result from 6/4 = 13.2.(reference range: 11.2 - 15.2 g/dl). The discrepant results were not reported out to the medical provider. Field service engineer (fse) arrived onsite to troubleshoot the issue discovered a lot of noise at plt 90 degrees flag and rubber fragments were found in the sample. There was no impact to patient management reported.